Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. The medical records provided included the patient's implant operative, medical treatment notes prior to implant and the implant tracking log. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
Based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2012 - the patient was diagnosed with vaginal vault prolapse and underwent an abdominal sacrocolpopexy with implant of a bard soft mesh. The attorney alleges the patient experienced unspecified adverse patient outcome associated to the use of the device.